Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer's blood glucose level was displaying as "high." The customer managed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and later corrected using the pump once it was restarted. Troubleshooting with technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Corrected b5, removed codes a141204, a070504, c20, d14, added codes a23, c23, d11

Event description:
It was reported that the pump's battery was depleting too quickly, leading to a shutdown. The customer's blood glucose level was displaying as "high." The customer managed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and later corrected using the pump once it was restarted. The customer continued to use the pump for insulin therapy.